Event description:
It was reported a spectrum pump had system error 105 alarms. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This error message was caused by a failed motor flex. The failed motor assembly was replaced.